Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the experienced low blood glucose. Blood glucose level was 44 mg/dl. Customer stated that the insulin pump had blank display. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated the contacts on the battery cap were not missing. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Customer complained about continue alarming with blank screen. Device perform visual inspection and pump received with cracked select button keypad overlay, broken battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Tested with a test p-cap and the test p-cap locked in place properly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to constant blank/flashing white light. Device received with a constant blank/flashing white light on the display due to moisture/corroded at the electronic assembly noted. Unable to download pump history file and power management graph due to blank display/flashing white light on the display. Unit was cut/open and inspected and moisture damage at the electronic assembly noted. Blank/flashing white light on the display confirmed due to moisture/corroded at the electronic assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.